Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that they were hospitalized. Customer also states that there is a button error alarm due to a drink being spilled on the insulin pump. The blood glucose reading was 19mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. After cleaning the keypad and traces, insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and with minor scratched display window.